Event description:
It was reported by service report that the footend brake rings have a broken weld and were not holding brakes. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake rings.